Event description:
It was reported that during device interrogation, the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and was suspected of exhibiting premature battery depletion. Data was analyzed and boston scientific technical services confirmed that there was an increase in power consumption. Recommendation to replace this device due to this anomaly. No adverse patient effects were reported, and the device remains in-service.

Event description:
It was reported that during device interrogation, the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and was suspected of exhibiting premature battery depletion. Data was analyzed and boston scientific technical services confirmed that there was an increase in power consumption. Recommendation to replace this device due to this anomaly. No adverse patient effects were reported, and the device remains in-service.